Event description:
It was reported that a perforation occurred. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for a percutaneous coronary intervention in the mid left anterior descending artery (lad). The 90% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. An attempt was made to use intravascular ultrasound (ivus), but the opticross 40 mhz imaging catheter was unable to cross. The wire was exchanged for the rotawire, and the lesion was ablated with the 1.25mm rotapro. After ablating four times for ten second durations, contrast imaging was performed and revealed a perforation just proximal to the lesion. The condition of the patient became worse. Intubation and percutaneous cardiopulmonary support (pcps) were performed concurrently with cardiac massage. Eventually, the condition of the patient temporarily stabilized. Two non-boston scientific covered stents were placed at the perforation location, and the procedure was completed.